Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker dependent patient presented to the emergency room after falling. The patient did not remember falling. When connected to the monitor, pacing inhibition with a six seconds of pacing inhibition was observed. Review of the pacemaker's memory found no stored episodes of noise and they were unable to provoke any noise with isometrics. The right ventricular (rv) sensitivity was reprogrammed and pacing resumed appropriately but they were unable to confirm what the device was oversensing. It was noted that another manufacturer's rv lead impedance measurement was stable in the 490 to 510 ohm range for the last year. The patient was admitted to the hospital. Boston scientific technical services (ts) suggested having a field representative check the pacemaker with a programmer. The field representative stated that upon interrogation the cause of the oversensing was not able to be determined and no noise was seen. The sensitivity was reprogrammed again to automatic gain control. The pacemaker and rv lead remain in service and no additional adverse patient effects were reported.